Event description:
Patient is a resident of (B)(6) (sub-acute unit). Per medical records, patient is a 50yr old male with a history of als, chronic respiratory failure who is vent and trach dependent. On (B)(6) 2022, patient had a routine tracheostomy tube changed. A new 8cn85h tracheostomy tube was inserted with no complications. On (B)(6) 2022, patient indicated to (B)(6) rcp that he wanted more air in his cuff. Upon assessment, rcp heard an audible leak and noticed patient was receiving low tidal volumes. (B)(6) rcp performed an emergency tracheostomy tube change. A new 8cn85h was inserted with no complications. Patient was placed back on mechanical ventilator and monitored. Adequate return volumes noted and vitals were stable spo2 99%, hr 113. Tracheostomy tube was kept for investigation. Upon investigation, trach tube was submerged into water and cuff was inflated with 10cc syringe. Bubbles were noted around cuff. FDA safety report ID # (B)(4).